Event description:
A "sparking" or "flaming" of the pump occurred during pt use at the area where the power cord attaches to the pump. The pump was removed from use. No patient or clinician injury resulted.